Event description:
Atrial lead dislodgement. Young patient. Had atrial lead dislodgement a long time ago (unknown details) and already had a previous atrial lead reposition which also did not last. Attempted recently to remove atrial lead (floating freely according to x-rays) but doctor could neither retract the helix nor remove the lead past the arch of the vein. Lead abandoned, capped, and new device connected to original rv lead.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.